Event description:
Rptr had a spinal fusion done on 9/3/93 which included pedicle screws, rods, wire and bone. Before and after the surgery he had a right knee that locks and buckles periodically and sometimes he falls. The dr was fully aware of this condition. Since the operation he has fallen approximately ten times and the result has been the loosening of two of the fixation screws. He is in severe to crippling pain 24 hrs a day, and now must use a wheelchair. The dr gives only a 10%-15% possibility of success if another explanation is done to try to fix the problem.